Event description:
The user facility reported a leak coming from the reliance vision multi-chamber washer. The facility reported that water spread on the floor surrounding the washer. No injuries were reported. No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived on-site, and found water leaking from the left door of the rinse chamber. The technician inspected the unit, and found the door and the door switches required replacement. Steris engineering stated that the vision multi-chamber doors are rigid components which do not require periodic replacement. Damage to the door extensive enough to require replacement may constitute abuse. Steris engineering also stated this is an isolated event. The technician replaced the door and both the open and close switches for the door, tested the unit, found it operational and returned it to service.